Event description:
Reporter stated that when the end-user was going down a ramp in his garage, the elastomers in the front left suspension was not connected. The reporter believes that the front caster tire hit the mid drive wheels which caused the end-user to fall out of the chair. The reporter stated that the end-user ended up with scrapes and bruises, and had a scrape on his forehead. There were no serious injuries.

Manufacturer narrative:
This product or any other parts have not been returned to the manufacturer for eval.